Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer commented that the temperature out of range please turn off a control mode in an arctic sun device. Switched it on and this was what has come up. Error 74 (non-recoverable system error) indicates shorted thermistor outlet monitor temperature (t1) and outlet control temperature (t2), device must be returned to depot for tank harness replacement.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a shorted t1 thermistor. The device was evaluated upon receipt. T1 is out of range at 99 degrees celsius. Replaced tank harness. A 2000-hour pm was completed on the device. As part of the pm, replaced the circulation pump, mixing pump, heater, and drain valves. Preventively replaced the coin cell. As5000 system passed all tests, is functioning properly and is ready for use. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Correction: f, h all available UDI information is being provided. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer commented that the temperature out of range please turn off a control mode in an arctic sun device. Switched it on and this was what has come up. Error 74 (non-recoverable system error) indicates shorted thermistor outlet monitor temperature (t1) and outlet control temperature (t2), device must be returned to depot for tank harness replacement.